Event description:
Additional information received that rep. Had site switch pi boxes and instructed them to use it wired. The procedure was completed.

Manufacturer narrative:
B5: updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial number: (B)(6), UDI: (B)(4), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial number: (B)(6), UDI: (B)(4), h6: previously submitted codes fdc d16 is no longer applicable. Fdc code d02 is applicable for product ID nim4cpb1, d20 is applicable for product ID: nim4cm01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product number: nim4cpb1, serial number: unknown, description: patient interface nim 4.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively during cochlear implant doctor was not getting a positive response although they were on nerve. Would get the true negative sound. Patient's nerve baseline function had normal response based on tap test. No muscle relaxant used. From the beginning of the case doctor was not getting a response when instrument touched nerve surgeon stated electrodes were placed correctly, lowered threshold from 100 to 70 , stim went from 0.8 to 2. Event capture was turned off and it was around 9 to 10 that the nerve was responding at. Only one time did the system see over 300. Rep checked the system out and the system responded as expected with the patient simulator. There was no patient impact.